Manufacturer narrative:
This report is filed april 10, 2014.

Event description:
Per the clinic, the device was explanted (B)(6) 2013 due to perceived lack of benefit resulting in non use and the need for multiple mris.

Manufacturer narrative:
(B)(4).